Event description:
It was reported that the patient reports pain in groin, legs, and lower back.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.